Manufacturer narrative:
Health care practitioner indicated that as a result of multiple factors such as age, environment, contact lenses or contact lens solution, they were unable to confirm a cause for the event. The complaint sample was not returned for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported using product for approximately 11 months during which time he experienced discomfort and dryness. Consumer indicated, retrospectively, that he believed the symptoms to be associated with the product. During initial use of the last bottle of solution utilized by the consumer, the consumer reported experiencing stinging ¿ which he believed may have been a mild chemical burn. Consumer also stated he is experiencing residual eye pain and redness. Consumer reported that he visited an eye care practitioner for evaluation and that the practitioner diagnosed dry eye. Information obtained from the practitioner indicates that on the date the patient was seen, he presented with symptoms of chronic dry eyes and decreased contact lens wearing time with both eyes, since using the complaint lens care product. Upon examination, the practitioner reported follicles associated with the lower lids and moderate tear break up for both eyes. There were no indications of corneal involvement, bulbar conjunctivitis, or upper lid tarsal conjunctival abnormalities. The practitioner's diagnosis was allergic conjunctivitis for both eyes. In addition to systane ultra eye drops (over-the-counter), pataday drops (antihistamine) were prescribed. The practitioner indicated that she was not able to confirm a cause for the event because of multiple factors such as age, environment, contact lenses or contact lens solution. The practitioner indicated the event was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.